Manufacturer narrative:
B5 : product returned for investigation. Exterior physical visual inspection: passed. Voltage check: failed. D9 : device available from investigation. G6 : follow up 001. H2 : device evaluation. H3 :yes. Device evaluation attached. H6-10: testing of actual/suspected device.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage check was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss for over an hour. No injury or medical intervention was reported.